Manufacturer narrative:
In order to fix the issue, the fse replaced the upper panel assembly (0997-00-0644). Also, the fse replaced the safety disk and tidal volume disk as they were due for replacement. The fse then completed pm with full calibration, functional testing and electrical safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the fiber optic cover on the upper panel assembly of the cardiosave intra-aortic balloon pump (iabp) was discovered to be broken. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector cover broken on upper panel assembly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.